Event description:
It was reported that the patient underwent a posterolateral fusion. It was reported that the driver broke during use implanting a multi axial screw. No patient complications were reported.

Manufacturer narrative:
Visually confirmed the shaft broke approximately ~41mm from the tip. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The fracture happened just where the material steps down in diameter size.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.